Manufacturer narrative:
The pod was received partially deployed with the formed needle extended past the bottom housing window. Upon opening the pod, it was observed that the linkage assembly was slightly extended and not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. It was observed that the upper tine of the mechanism spring was not crimped to the linkage assembly, thus sitting loose underneath the linkage arms. Closer inspection of the linkage arms revealed that a fold over tab of the linkage arm had broken off completely from the linkage assembly. The investigation found that during firing of the needle mechanism, the fold over tab broke off from the linkage assembly, releasing the upper tine of the mechanism spring and mechanism spring. This damage to the linkage assembly prevented the mechanism spring from fully deploying the linkage assembly and resulted in the needle mechanism failing to deploy fully as intended. The exact cause of the damage to the linkage assembly could not be determined. The broken off fold over tab was found to be stuck in-between the ratchet gear and chassis of the pod. This prevented the forward movement of the ratchet gear at the end of the rerun and during the rerun. In the original data the stuck fold over tab caused a 0x14 alarm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported when the pod was removed, the patient noticed the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose above 250 mg/dl and an occlusion alarm alerted while wearing the pod on the abdomen for between 37 and 48 hours.